Manufacturer narrative:
This follow-up submission sends for cross reference MDR for likely cause changed to analyzer, 3002809144-2021-00497-00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results on alinity c processing module for one male patient. The results provided were: (B)(6). There was no reported impact to patient management.